Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to clinic as their incision scars were open and bleeding. It was also noted the device had migrated distally from the implant site. Swelling at the implant site had previously been noted. The patient was admitted and the system was explanted. No additional adverse patient effects were reported.